Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced no delivery. It was reported that insulin was not delivering from infusion set nor reservoir. Customer was assisted in performing a 7.5 unit fixed prime and insulin did not exit and did not alarm. Insulin did not exit reservoir with plunger push. Infusion set was changed and another 5.0 unit fixed prime was performed and insulin exit. Insulin pump passed high pressure test. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump was working as designed. Reservoir and infusion set would be replaced.